Event description:
Additional information was received reporting that the healthcare provider (hcp) tried to open the pipeline with push and go with the microcatheter over the distal end but the device did not open. No other devices were needed. This information was confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm located in the internal carotid artery (ica), the pipeline embolization device failed to open at the distal section, with no distal opening observed after more than 50% of the device had been deployed. The vessel tortuosity was described as normal, and the device was not positioned in a bend. The pipeline was resheathed less than or equal to two times and subsequently removed from the patient with the microcatheter. The device was replaced by a flow diverter from another manufacturer, and the angiographic result post procedure was reported as good. The devices were prepared according to the instructions for use (IFU). No patient complications have been reported as a result of this event. Ancillary devices: sheath, catalyst6 guidecatheter, phenom27 microcatheter, synchro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.